Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, after cutting and stapling, the instrument could not open. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information: it was not possible to get concrete information how the instrument was removed but the surgeon confirmed that no extra cut was needed. Patient is fine.